Event description:
The customer reported the venitlator beeps every 3 minutes when it is in the off state. The field service engineer (fse) clarified when ac power is unplugged and the device shuts down, the device alarms. The customer reported there was no patient involvement.